Event description:
It was reported to boston scientific corporation that during a polaris loop ureteral stent placement procedure, resistance was experienced when advancing the stent over the guidewire, inside the patient. After several attempts, the guidewire exited the proximal end of the stent. The physician then noticed a fragment of the device appearing to be "the same as the stent." The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Event description:
It was reported to boston scientific corporation that during a polaris loop ureteral stent placement procedure, resistance was experienced when advancing the stent over the guidewire, inside the patient. After several attempts, the guidewire exited the proximal end of the stent. The physician then noticed a fragment of the device appearing to be "the same as the stent." The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
Reportedly, the device was not used past the expiry date.

Manufacturer narrative:
Additional follow up information received states that the event occurred outside the patient. Additionally, the straightener was removed from the stent but the stent was not soaked in sailine. It is unknown if the suture was removed from the stent.

Event description:
It was reported to boston scientific corporation that during a polaris loop ureteral stent placement procedure, resistance was experienced when advancing the stent over the guidewire, inside the patient. After several attempts, the guidewire exited the proximal end of the stent. The physician then noticed a fragment of the device appearing to be "the same as the stent." The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
Analysis of the returned polaris loop ureteral stent revealed that the renal tip of the stent was torn. Additionally, a 0.038 guidewire passed freely though the stent without resistance. Most likely, operational context contributed to this event due to anatomical or procedural factors causing resistance during the procedure.